Event description:
The patient reported that their one touch basic original meter was not powering on. They had tried changing the battery, but the issue persisted. During troubleshooting, the meter would not turn on when the power button was pressed and therefore, this issue was not resolved. They had initially reported that since they were not able to test on their meter, they visited their doctor. It is unknown as to what their blood glucose level was on the doctor's meter, but was given insulin because their sugar level was high. It is also unknown if the insulin given was their set amount they were supposed to take or if it was an additional dosage.